Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open subtotal colectomy procedure, the surgeon fired the device (unknown on which firing) and after firing, he inspected the staple line to find the staples were not formed ("goal posts"). The surgeon hand-sewed the anastomosis to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m54g90. The analysis results found that the tcr75 reload was received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. Event could not be confirmed as no instrument was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.